Manufacturer narrative:
This report is submitted on may 22, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site which was treated with antibiotics (oral and topical). The abutment has subsequently fallen off. The implant remains in-situ.